Event description:
During a functional endoscopic sinus surgery, the bur head broke away from the bur shaft. No medical or surgical intervention was required. The bur head was removed easily without delay of the procedure.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. This product was being used for treatment. The patient was discharged from hospital in healthy condition with no additional follow up care required as a result of this event. A review of the complaint history indicates no trends for this product and this is the first report for this product lot. No patient injury was indicated. Both the bur head and shaft were returned for analysis. Visual inspection under a microscope showed no wear and tear evident on the shaft but there was evidence of extended use with wear marks on the metal plates of the inner and outer hub assemblies. The head separation occurred .5 inch away from the tip corresponding to a weld location. Inspection of the area showed one weld on the back side of the bur head, and one on the inner shaft. For additional evaluation the sample will be forwarded to the raw material supplier where the inner bur assembly is manufactured. Instructions for use include but are not limited to, "should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient."